Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that malfunction/catheter breakage occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "it was reported that when pushing up saline the liquid squirted out in different directions. It was also reported that the needle was trough the side of the catheter before use. Per phone call: she also reported that today they had an issue with a 22g catheter lot # 8330768 where the needle was sticking out of the side of the catheter, noticed right before injection. Also on the next one they used, the stream of liquid went in different directions when pushing through saline. They have retained these samples, send a container. No patient harm or impact, before injection." 1 of 2 complaints.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample. Bd received a 22ga catheter-adapter assembly along with a piece of top web (packaging) from lot number 8330768. Through the visual/microscopic examination of unit, it was immediately observed to contain a v-shaped cut on the catheter tubing near the tip. A water-leak test was then performed where leakage was observed through this cut. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that malfunction/catheter breakage occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "it was reported that when pushing up saline the liquid squirted out in different directions. It was also reported that the needle was trough the side of the catheter before use. Per phone call: she also reported that today they had an issue with a 22g catheter lot # 8330768 where the needle was sticking out of the side of the catheter, noticed right before injection. Also on the next one they used, the stream of liquid went in different directions when pushing through saline. They have retained these samples, send a container. No patient harm or impact, before injection." 1 of 2 complaints.